Event description:
Reporter stated that pt obtained a blood glucose result of 193 mg/dl, while using the suspect device. One minute later, pt's blood glucose was reportedly retested, on a physician's blood glucose monitor, with a result of 83 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.